Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745nt (serial: (B)(6)); product type: implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient stated their controller would act up from time to time, since the patient got the device. The patient clarified the issue was usually when trying to charge the implanted neurostimulator, once they got towards the end of charging. Patient said when charging, the charge quality would flash between excellent and good, but then would say poor charge quality even though the antenna was not moved from over the implant. Patient also said they would have to unplug the recharger and restart charging again. Patient then said last week they got a message that said software problem: (1-intellis, 2-3.6, 3-58, 4-qf_new). Patient reset controller and was able to turn stim up and down, but when they charged again, the controller acted up and wouldn't let them continue. Patient inspected controller port and recharging cord but did not see any damage. Patient cleaned connections and blew into controller port. Agent reviewed to monitor charging after troubleshooting and call back if the issue continued. Patient mentioned they liked their restore device better than intellis, and also said they really liked their matrix device, but after 14 years the receiver in them finally went out so they had to get the restore device. No symptoms were reported.